Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the reason for call was the pt was inquiring about having their implanted ins removed or replaced. Pt stated that the plastic on the recharging antenna and belt both broke around the same time a couple of years ago and the ins has been dead for 4 to 5 years. Pt mentioned they didn't think it was good to keep the dead battery in their butt. Pt said they would meet with a rep (name asked/unknown) halfway to get the battery jumped but it (ins) will not hold a charge for over a couple of hours. Pt mentioned they had called to report the external recharging equipment breaking and the ins not holding a charge. Pt said they contacted rep around the time the devices broke since they could no longer recharge the ins but , pss researched for past cases mentioning occurrence but could not locate any in cmf. The patient was redirected to their healthcare provider to further address the issue. Pt commented that dr implanted their neurostimulator with regional spine and brain . Pt said dr left the practice so that was another issue. Pt said they were ok for a while but now they are hurting really, really a lot. Pt remarked that they now do not now if it is worth getting another battery put in or take the current one out. Additional information was received. It was reported that the patient's ins was overdischarged 3 times. Non-functioning. The patient chose a full system removal rather than ins replacement. The issue was resolved.